Event description:
Customer's son reported that the customer has been hospitalized for low blood glucose. The blood glucose reading was 33 mg/dl at time of the call. Troubleshooting was performed, and the basal rates and settings in the insulin pump were correct. Performed the displacement test and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.